Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the scrotal skin. Antibiotics were prescribed and the device was removed. No device issues and no further patient complications were reported.